Event description:
Hospital contact reported via phone a case of patient reaction treated as "septic arthritis". Cultures taken at the site showed no growth. Customer stated that the location of the issue was at the tibial site. The graft was harvested from the patient. Patient had the site flushed however no further action has been taken at this time. As minor intervention did occur mitek is taking a conservative approach and filling an MDR to document this event.